Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 783 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include hyperglycemia, vomiting, dehydration and loss of consciousness. He was also diagnosed with acute kidney failure. Patient went to the emergency room by ambulance and spent 2 hours there; he was then taken by helicopter to another hospital and was admitted to intensive care unit. Pod was removed and patient was treated with an insulin drip and given a cardiac catheterization, reporting that this was "due to an enzyme being present that is associated with a heart attack". Patient was eventually moved to regular room and stayed one more night before being released.